Event description:
Patient¿s wife spontaneously reported that the pump broke while she was prepping to give the infusion as he was not comfortable with that. Spontaneous call. No additional information. (B)(6) does not show to have dispensed prior freedom 60 pump. Patient received new pump on 02/20/2020. Next infusion on (B)(6) 2020. No further information. Reported to (B)(6) by: patient/caregiver.